Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery loss, battery cap contacts missing/damaged, damage. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Damage was on metal contacts. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will continue to use the device. No product return was required for mmt-1886.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. Battery cycle 5.0 received the low battery alert (104) on (B)(6) 2025 06:50:00 after more than 7 days at 19.86 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 00:31:00 after more than 7 days at 21.12 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2024 11:01:00 after more than 7 days at 21.01 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records.proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Pump received with normal operating currents. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, all connectors, including the battery flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked battery threads, cracked battery tube, cracked case, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, scratched case, and pillowing keypad overlay. In conclusion unit was tested successfully. Unexpected battery power loss was not confirmed using the baat tool. Customer allegations of a broken battery cap was unknown due to the unit arriving with a missing battery cap. Customer allegations of damage to the back of the pump was confirmed when a cracked battery tube, cracked battery threads, and cracked case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.